Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that at implant the right ventricular lead was unable to be used due to the patient's severe tricuspid regurgitation. The lead was removed and a new lead was used instead. No patient complications have been reported as a result of this lead.